Manufacturer narrative:
Follow-up #1: date of submission 02/16/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/31/2017 with the following findings: a review of the pump histories the pump was manually suspended on (B)(6) 2016 12:16 and manually resumed at (B)(6) 2016 12:04. The pump was manually suspended on (B)(6) 2016 12:05 and manually resumed at 18:07. The last basal delivery and the last bolus delivery were on (B)(6) 2016. The total daily doses added ups to correctly reflect the user¿s programmed basal rates. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No defects were found on investigation; the complaint could not be confirmed or duplicated.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient was hospitalized. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because an device malfunction or use error could not be ruled out as a cause or contributing factor to the reported health event.